Event description:
Hill-rom received a report from the account stating the brakes and steering were not working. The bed was located at the account ground floor hallway. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the head and foot caster supports broken, the casters were wobbling and not holding firmly when brake is engaged. Also the steer caster was not locking when steer is engaged. See scanned page. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head and foot casters and supports to resolve the issue. Based on this information, no further action is required.